Event description:
It was reported that during annual testing the device cut different thicknesses on each side at the same time. It was thicker on one side and thinner on the other side. There was a patient involved; however, there was no harm, no delay, and no medical intervention was required. During product evaluation, it was discovered that the blade could have contributed to the event. No additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: sweden.